Manufacturer narrative:
Device is not available for evaluation. If further information becomes available, it will be submitted in a supplemental report. Facility did not save device for return.

Event description:
It was reported by the company representative that screws that were used to fixate a plate during a cranioplasty had come loose. A revision surgery was preformed to correct the issue.